Event description:
During a cardiopulmonary bypass procedure, air was observed in the aortic cannula. Efforts were made to remove the air from the pt's circulation. After completion of surgery, the pt regained no neuro function and expired the next day. The subject device was not asserted to have been the cause of the air in the extracorporeal circuit, nor was any malfunction of the device asserted.

Manufacturer narrative:
Eval anticipated but not yet begun. The device has not been made available to the MFR for eval. No malfunction of the device was alleged to have occurred.